Event description:
This product was returned with another complaint from germany with no complaint description. However, upon inspection of the returned product on 8/15/98 it was discovered that the proximal shaft or the catheter was detached, thus making this complaint a MDR. The pt's health was not affected from this outcome.